Event description:
Impedances were less than 250 ohms on electrodes 0,1, and 3. No pt symptoms were reported. Additional information has been requested. A f/u report will be submitted if additional information becomes available. Please see MFR. Report#: 3004209178200807844.